Event description:
Event verbatim [preferred term] patient got a false positive result from an expired covid-19 check-it test unit [expired device used], patient got a false positive result from an expired covid-19 check-it test unit [false positive investigation result], , narrative: this is a spontaneous report received from a consumer or other non hcp from product quality group, program ID: (B)(6). A male patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: expired device used (non-serious), false positive investigation result (non-serious) all with onset (B)(6) 2025, outcome "unknown" and all described as "patient got afalse positive result from an expired covid-19 check-it test unit". Additional information: on (B)(6) 2025, customer contacted to find out how to open the case of the test to insert the batteries. The customer had a covid check-it test kit. Recommended the customer to discard the test kit, because this type of test kit has already expired. Patient took the test anyway and called a few hours later to inform got a false positive result. Told the patient that this was still considered an invalid result. The patient might take a new (different) test tomorrow. The reporter considered "patient got a false positive result from an expired covid-19 check-it test unit" associated to covid-19 and influenza ivd device. Causality for "patient got a false positive result from an expired covid-19 check-it test unit" was determined associated to covid-19 and influenza ivd device (malfunction). Product quality group provided investigational results on (B)(6) 2025 for covid-19 and influenza ivd device: manufacturing investigation: the complaint for false positive result for the covid ivd test kit (lot number: not reported, UDI: not reported) was investigated. The investigation included reviewing product-class-subclass trending and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid ivd test kit. No quality issues were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. Manufacturing site investigation: the complaint for false positive result for the covid ivd test kit (lot number: not reported, UDI: not reported) was investigated. The investigation included reviewing product-class-subclass trending and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid ivd test kit. No quality issues were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. No follow-up attempts are possible. Follow-up (05nov2025 and 06nov2025): this is a spontaneous follow-up report received from product quality group. Updated information: investigation results. Event onset date updated. Amendment: this follow-up report is being submitted to amend previously reported information: updated date of product quality group investigational results from 06nov2025 to 05nov2025.

Event description:
Event [preferred term] patient got afalse positive result from an expired covid-19 check-it test unit [expired device used], patient got afalse positive result from an expired covid-19 check-it test unit [false positive investigation result], , narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: (B)(4). A male patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: expired device used (non-serious), false positive investigation result (non-serious) all with onset 29sep2025, outcome "unknown" and all described as "patient got afalse positive result from an expired covid-19 check-it test unit". Additional information: on 29sep2025, customer contacted to find out how to open the case of the test to insert the batteries. The customer had a covid check-it test kit. Recommended the customer to discard the test kit, because this type of test kit has already expired. Patient took the test anyway and called a few hours later to inform got a false positive result. Told the patient that this was still considered an invalid result. The patient might take a new (different) test tomorrow. The reporter considered "patient got afalse positive result from an expired covid-19 check-it test unit" associated to covid-19 and influenza ivd device. Causality for "patient got afalse positive result from an expired covid-19 check-it test unit" was determined associated to covid-19 and influenza ivd device (malfunction). Product quality group provided investigational results on (B)(6) 2025 for covid-19 and influenza ivd device: manufacturing investigation: the complaint for false positive result for the covid ivd test kit (lot number: not reported, UDI: not reported) was investigated. The investigation included reviewing product-class-subclass trending and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid ivd test kit. No quality issues were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. Manufacturing site investigation: the complaint for false positive result for the covid ivd test kit (lot number: not reported, UDI: not reported) was investigated. The investigation included reviewing product-class-subclass trending and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid ivd test kit. No quality issues were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. No follow-up attempts are possible. Follow-up (05nov2025 and 06nov2025): this is a spontaneous follow-up report received from product quality group. Updated information: investigation results. Event onset date updated.

Event description:
Event verbatim [preferred term] patient got afalse positive result from an expired covid-19 check-it test unit [expired device used], patient got afalse positive result from an expired covid-19 check-it test unit [false positive investigation result], , narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: (B)(6). A male patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: expired device used (non-serious), false positive investigation result (non-serious), outcome "unknown" and all described as "patient got afalse positive result from an expired covid-19 check-it test unit". The reporter considered "patient got a false positive result from an expired covid-19 check-it test unit" associated to covid-19 and influenza ivd device. Causality for "patient got afalse positive result from an expired covid-19 check-it test unit" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: on (B)(6) 2025, customer contacted to find out how to open the case of the test to insert the batteries. The customer had a covid check-it test kit. Recommended the customer to discard the test kit, because this type of test kit has already expired. Patient took the test anyway and called a few hours later to inform got a false positive result. Told the patient that this was still considered an invalid result. The patient might take a new (different) test tomorrow. No follow-up attempts are possible.